Manufacturer narrative:
MDR 3003442380-2024-08315 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-january-2024, it was reported that the patient experienced that four infusion sets fell off during use. Infusion set was in use for less than 24 hours. No further information was available.